Event description:
Blood glucose result was hi back to back with a glucose result of 207 mg/dl within 10 minutes of each other. No actions were taken and no treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.